Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experienced high blood glucose level. Customer's blood glucose level was 430 mg/dl. Customer treated with bolus. Customer did not mention any symptoms related to high blood glucose. Customer reports that they had been kicked out of auto mode. Customer was assisted with troubleshooting. The device will not be returned for analysis.